Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose level was unknown. The customer stated that the insulin pump had keypad anomaly. Customer stated that buttons was very hard but it did not respond and circle and arrow buttons was unresponsive. The customer reported that the numbers was not ramping on their own. The customer also stated that the scroll bar was not moving with no input. Customer stated that all buttons was responding. Customer also stated that the insulin pump had insulin flow blocked alarm. The customer stated that they was able to successfully clear the alarm. The insulin pump will not be returned for analysis.